Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of both single point load cells. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization was performed, and the results indicated that single-point load cells 1 and 2 are defective, with the output values exceeding the reported range. To address the complaint, both load cells need to be replaced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.